Event description:
The clinic reported that during a vitrectomy procedure the aspiration function did not operate. The patient was transferred to a second hospital to have the vitrectomy completed and the nucleus removed.

Manufacturer narrative:
The clinic reported that the doctor experienced a broken capsule in the operative eye of the patient during the irrigation and aspiration function of a cataract procedure. The doctor went to use the vitrectomy handpiece however the handpiece did not have any aspiration. The doctor indicated that the remaining lens fragments had dropped into the posterior chamber and the patient was sent to a hospital to have these removed. An amo field service engineer inspected the vitrectomy handpiece and the phacoemulsification machine at the customer's location. The field service engineer did not find any issues with the phacoemulsification machine that would cause the system to not aspirate however did find that the vitrectomy handpiece was not aspirating. While inspecting the equipment the engineer observed vibration in the vitrectomy module and replaced the vitrectomy module along with the power driver control to correct the issue. The vitrectomy handpiece was sent to the manufacturer and was inspected. The manufacturer reported that they were not able to duplicate the reported issue and indicated that the handpiece was operating properly.

Manufacturer narrative:
The field service engineer examined the customer''s system at the customer location and confirmed the issue with the vitrectomy unit. The field service engineer replaced the vitrectomy unit, pdvc board and the power driver control to correct the issue.all pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.